Event description:
It was reported that the embolic protection device (epd) was positioned in the right internal carotid artery; however, after pre-dilatation, during unknown balloon removal, the wire and epd were inadvertently pulled down out of position. The open epd was removed without using the retrieval catheter and another epd was successfully used. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the product used during the procedure was not returned which could have aided in the determination of the cause. Migration of the filtration element can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filtration element. In addition, the instruction for use (IFU) precaution states to maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. The tip of an interventional device should not contact the filtration element. Failure to maintain adequate distance between the filtration element and the guide wire step could result in inadvertent filtration element movement and interventional device tip / filtration element entanglement and / or filtration element / stent entanglement if guide catheter or sheath prolapse occurs. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Based on available information and the absence of the device for analysis, a conclusive cause appears to be related to circumstances during the procedure when the filtration element was inadvertently pulled down out of position during balloon removal after predilatation, and not a manufacturing related deficiency.